Event description:
The facility reports the pt was being lifted from the wheelchair to her bed. The sling was attached to the hoist and the carers began to raise the pt. The hoist juddered several times and then worked normally. As pt was lowered to approximately four (4) feet, there was a jolt and the pt fell to the floor, pulling the two carers with her. The pt hit her head on the wheelchair, and the hoist arm landed on top of her. Another hoist was brought in to assist the lift; the pt was lifted back into her bed and the doctor was called. He did not feel there was any injury other than a bruised head. One carer complained of pain in her back and was sent home five hours later, having been seen in accident and emergency.

Manufacturer narrative:
An arjo investigator examined the lift. Damage to the spring pin of the location device for the detachable hanger bar was noted. It is evident from the interview that the staff nurse was not aware the hanger bar locking device needs tobe secured with a hand-tightened lock bolt. Based upon the report received, the manufacturer is unable to determine the exact cause for the reported incident. However, the manufacturer concludes it is likely that the hanger bar was clipped in position without being locked via the hand locking bolt, which was the major contributing factor to the hanger bar detachment. It is likely the damage to the spring-loaded location pin occurred during the incident. The damaged hanger locating pins have been replaced. The manufacturer recommends the staff be made aware of the correct procedure for changing the combi hangers, etc. As described in the lift operating instructions on pages 7-8.